Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. Summary of investigational findings: based on the imaging review bilateral pe was demonstrated, but the reported dvt ~66 days after filter placement could not be confirmed, as referenced ultrasound was not provided. Lt is possible but very unlikely the right leg dvt was a right cfv access site complication given the normal cfv on ultrasound pre-implantation and the lack of symptoms for two months following implantation. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 (94 day post-procedure), an unscheduled ultrasound was completed. The ultrasound revealed no thrombus in the inferior vena cava (ivc) or the pelvic veins. There was thrombus in the right lower extremities. This imaging result was associated with clinical sequelae and led to an intervention or treatment. The event was a right deep vein thrombosis (dvt) first diagnosed on (B)(6) 2015 (66 day post-procedure) . The patient was treated with anticoagulation, warfarin and dalteparin. Patient outcome: the patient remains in the study.